Event description:
The patient reported one of their incision sites was infected or having a reaction to adhesive. The incision looked like it had dehisced and was red around the borders. The implanting clinician advised the patient to use steri-strips to keep the site closed as well as a topical antibiotic ointment to prevent infection. The redness cleared on its own without any further medical interventions. As on (B)(6) 2026, the patient is fine and they are receiving great pain relief from therapy. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using incorrect tools have been ruled out. However, the patient has a history of sensitivity to some adhesives which may have contributed to the redness and skin reaction. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The as-analyzed code was selected as unrelated to the curonix device as the skin reaction was due to adhesive sensitivity (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.